Manufacturer narrative:
The device has been received but the device analysis has yet not begun. A supplemental report will be provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the procedure, the pipeline was lazy to open at the distal segment. Distal 1/3 of the device was lazy to open. After 3 attempts to recapture and redeliver, it was decided to remove the ped and try a new device. The new ped (same size) was delivered without incident. The ped was used off label but by size only, as the location was appropriate. No patient injury occurred. The middle section of the ped was in a bend. More than 50% was deployed when it failed to open. The device was re-sheathed more than 2 times. The distal landing zone was 4.2 mm and the proximal was 4.8mm. The neck was 4mm and the max diameter was 6mm. The anatomy was moderate in tortuosity. The devices were prepared per the instructions for use (IFU).

Manufacturer narrative:
The pipeline flex and the catheter were returned for evaluation. The pipeline flex was then pushed out from the catheter lumen with no issues. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline flex braid fully opened and moderately frayed. No bend was found on the pushwire. No damages were found with the catheter, tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. The damage on both ends of the pipeline flex braid is likely the result of the re-sheathing the device more than recommended two times. Possible contributing factors of "failure to open" include patient's vessel tortuosity and damage to the pipeline flex braid. Based the analysis findings, the complaint could not be confirmed. The event cause could not be determined as the returned pipeline flex braid appeared to be fully opened and moderately frayed at both ends. The damage on both ends of the pipeline flex braid is likely the result of the customer re-sheathing the device more than recommended two times. Possible contributing factors of "failure to open" include patient's vessel tortuosity and damage to the pipeline flex braid. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The pipeline flex embolization device is fully resheathed when the distal marker is retracted completely inside the micro catheter. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.